Event description:
Per the info provided to co by the physician's office, the device was removed because it was not "functioning as intended." As reported to co, the entire device was removed and replaced with the same model prosthesis, produced by the same MFR.